Manufacturer narrative:
(B)(4). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9141569, medical device expiration date: 31-may-2024, device manufacture date: 21-may-2019. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using a pen needle 32 ga 4 mm the user was unable to get insulin through the needle. The following information was provided by the initial reporter: "pharmacist reported that consumer returned a box of the bd nano pen needles. Stated the consumer was not able to get insulin through the needles."

Manufacturer narrative:
H.6. Investigation: customer returned (111) 32gx4mm bd pen needles (13 unused from lot 9141569, 94 unused from lot 9141570, and 4 used without tear drop labels attached). Customer reported was not able to get insulin through the needles. The 4 pen needles returned after use were examined, and it was observed that 2 exhibited broken non-patient end (npe) cannulas and 2 exhibited bent npe cannulas. 30 out of the 107 unused pen needles were selected, then tested for flow using a test pen injector: all 30 pen needles were able to expel properly. No evidence of manufacturing defect was observed. The bent and broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). Since the 4 pen needles with bent or broken npe cannulas were returned after use, and no manufacturing defects were observed, the probable cause of the bent or broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported while using a pen needle 32ga 4mm the user was unable to get insulin through the needle. The following information was provided by the initial reporter: "pharmacist reported that consumer returned a box of the bd nano pen needles. Stated the consumer was not able to get insulin through the needles."